Manufacturer narrative:
(B)(6). One 4.5mm footprint ultra pk suture anchor device was returned for evaluation of the reported complaint mode, "non-deployment¿. The reported complaint was able to be confirmed; the knob kept rotating, when turned during testing. Device appears to have been turned too far counterclockwise disengaging the inner shaft. Per the devices IFU warning: rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint. No root cause related to the manufacture of the device can be established. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).

Event description:
During a arthroscopic rotator cuff repair procedure, it was reported that the surgeon inserted the anchor referring to instructions for use. The surgeon rotated the knob on the proximal end of the inserter handle, but a click was never heard and the knob continued to be rotated. The surgeon hammered the handle to place the anchor. The anchor was placed into the site. After the incident, the device was checked at (B)(4). It was confirmed that the tip of inserter did not move functionally when the knob was rotated. The procedure was able to be completed with this device there was a 20 minute delay in the procedure. No other information is available.